Event description:
Nurse was placing a mid-arm infusion catheter into client's vein. After insertion, nurse attempted to remove the breakaway needle. It did not completely break away and left the hub and half of the needle on the line. This was removed using a clamp.